Event description:
It was reported that 2 times during insertion, the catheter stabiliser bag were put in place, they broke away from the adhesive and no longer performs its function. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.